Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc considered that the reported phenomenon was attributed to the temporary failure of the subject device or the failure of the connecting devices and cables.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Then the subject device was transferred to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated and the subject device could function without any problem. Also omsc found that there was no abnormality on the exterior of the subject device and no error log was recorded in the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a therapeutic procedure, it was found that the endoscopic image of the subject device blacked out for a moment. The procedure was completed with the subject device. There was no report of patient injury associated with the event.